Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The broken grip cable segment that contains the crimp was returned with the instrument. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. The pivot pin was broken is the affected surrounding component. Additionally: the instrument was found to have a broken pivot pin at the distal end.

Event description:
It was reported that during central processing, there was a cable that was broken at the wrist of the 30 curved-tip stapler instrument. The staff member taped the fragment of the cable to the white body of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: the same instrument was used during the procedure. It was unknown if there were issues related to the opening/closing of the grips, yaw and pitch motion. There was a cable that was visibly protruding from the distal end of the instrument, which was observed under magnification. It was unknown if a fragment fell inside the patient's anatomy.